Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 160 mg/dl. Customer confirmed there was no o-ring on the pneumatic tap and all loading steps were properly followed. Customer was unable to load a new cartridge and ended the call abruptly due to this. Multiple attempts were made to follow up with the customer but, technical support did not receive any respond. No additional product or event information is available.